Manufacturer narrative:
Vyaire file identification number (B)(4). A vyaire field service representative (fsr) evaluated the ventilator and determined the cause was the inspiratory pressure transducer and that the transducer would not calibrate.

Event description:
A customer reported to vyaire that their vela ventilator generated the error "vent inop" while preparing the ventilator for use. The customer reported that there was no patient involvement associated with the event.